Manufacturer narrative:
No product will be returned. No investigation was performed.

Event description:
The customer reported that the set leaked from the vent hole on the back of the filter. There was no report of patient harm.